Event description:
A hospital in (B)(6) reported via our distributor that an rt206 adult heated breathing circuit failed the ventilator leak test. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. Method: the complaint rt206 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. The circuit was pressure tested and subsequently submerged in a water bath to test for leak. Results: the pressure test result revealed that the returned breathing circuit was out of specification. The water bath test showed that the leak was from the connection between the water trap lid and bowl. Conclusion: the rt206 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after it was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt206 adult breathing circuit state the following: "check all connections are tight before use" "set appropriate ventilator alarms" hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.